Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal baclofen (unknown concentration, dose and lot number) via an implanted pump. The event date was (B)(6) 2015. The patient heard an alarm but it was unknown when it occurred. The patient was not symptomatic. The pump was interrogated and the logs show that the pump went empty (B)(6) 2015. The patient missed a refill and went to the clinic (B)(6) 2015 to get it filled to silence the alarm and to avoid symptoms. The patient was able to resume therapy without event, and no further intervention was required.